Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure mode description: start-up or with buzzer defective. Failure effect: buzzer monitoring system detects no sound from buzzer during start-up. Root cause: defective buzzer (mainboard). Correction: replacement defective component.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.